Event description:
It was reported that the patient underwent a surgical procedure to replace the right cylinder component of this inflatable penile prosthesis (ipp) due to cylinder ballooning/aneurysm. The right cylinder was removed and a new cylinder implanted in its place. There were no patient complications.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of cylinder bulge was confirmed via product analysis. Malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. No leak was found. One cylinder performed within specifications. The other cylinder has broken fabric threads and bulges when inflated. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to replace the right cylinder component of this inflatable penile prosthesis (ipp) due to cylinder ballooning/aneurysm. The right cylinder was removed and a new cylinder implanted in its place. There were no patient complications.